Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. Functional testing and the review of the alarm log revealed that the device had presented an f-22 alarm, associated with damaged sensor board. The cause of the condition was determined to be a sensor board damaged. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard pump had a malfunctioning keypad. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device is being serviced on-site by a field service technician. The evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.